Event description:
It was reported that during a remote follow up, noise reuslting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspected the noise was due to right ventricular (rv) lead damage, however, no anomalies were visually observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.